Event description:
It was reported that a remote alert was received for high, out of range pacing impedance measurement (>3000 ohms) from this right ventricular (rv) lead. Episodes of loss of capture and noise was also seen. The patient also had symptoms of vomiting and lethargy and the physician suspected these symptoms could be related to loss of pacing from this rv lead. It was hypothesized this rv lead could have fractured, but diagnostic imaging was performed and no clear fracture was seen. Because of the patient's pacemaker dependency, the physician elected to transport the patient to the hospital for a lead extraction and replacement procedure. Exhaustive attempts were made for information regarding the resolution of this event, but no decision has been made at this time. It was confirmed that the lead has not yet been explanted and the patient is being monitored. Should any further information be provided, this report will be updated.